Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vf and the lens tore coming out of the injector. The surgeon cut up the lens to remove it, no pt injury.

Manufacturer narrative:
Eval results - a visual inspection of the returned product shows the lens is torn in half into a haptic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.